Manufacturer narrative:
(B)(4). And 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue of leak was not confirmed and cause was not identified.

Event description:
A customer reported to baxter an issue of a leaking disposable cassette found during use. The home patient (hp) stated that when the hp tried to connect the patient line, there was a leak. The cap did not close well on the patient line. There was no patient injury or medical intervention indicated at the time of the initial report.